Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system repeatedly triggers "module/ sensor defective" error message on s5 system panel during priming.there was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: based on the investigation performed for similar cases, the reported malfunction can be caused by: improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue). A missed gas blender warm-up phase (user error). Defective gas blender's component (e.g. A/d-converter, mass flow controller). The unit was returned to the manufacturer site for repair. The error message "module / sensor defective" was not reproduced during functional tests. The unit worked within specifications. As per equipment maintenance interventions prevention the front panel and the eprom were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on the available information, the most likely root cause could be a missed warm-up phase / an improper hospital gas supply.